Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer was experiencing the symptoms of shaky, weak, light headed, sick to her stomach, blurred vision. The customer was treated for high blood glucose with pump for the last 5 days. The customer was advised the 2 high blood glucose rule. The customer does not want to complete high pressure test right now and advised her that it would be recommended to do this as soon as possible the customer's blood glucose is 460 mg/dl before end of the call. Customer is going to attempt a manual injection.